Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested the return of the stapler reload and instrument for failure analysis. However, as of the date of this report, isi has not received the products for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the advanced instrument logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs a sureform 60 stapler instrument was installed 5 times on universal surgical manipulator (usm) #1 and fired 5 reloads (2 white, followed by 3 blue). There were no incomplete clamps by this instrument and all unclamps were successful. There was 1 pause for compression on installs 1 and 3. All other firing was completed with no pauses for compression. There were no stapler related errors in the logs for this procedure. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument, loaded with a blue sureform 60 reload, did not cut the target tissue during the firing sequence. The target tissue was pushed forward, pulling out staples and causing tissue trauma. The surgeon closed the torn areas with sutures and ran an additional staple line, resulting in the creation of a gastric pouch that was 20% smaller than intended.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler instrument, loaded with a blue sureform 60 reload, did not cut the target tissue during the firing sequence. While the staples were laid down as intended, because the blade did not cut as intended, the tissue was pushed forward, pulling out staples and causing tears in the surrounding tissue. The surgeon closed the torn areas with sutures and ran an additional staple line, resulting in the creation of a gastric pouch that was 20% smaller than intended. The procedure was completed, with a report of patient injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information regarding the reported event: he confirmed that the issue occurred during the third blue reload fire (the fifth fire of the procedure). The first four fires were completed normally. Prior to the fifth fire, the stapler clamped normally, and "the first half of the firing was fine." But, then he could see the knife pushing the tissue, rather than cutting it, as if "the blade got out of position." The pushed tissue "pulled the staples out of the jaws," and when he opened the jaws, he saw that "the distal half of the staple line, between the stomach and the pouch, wasn't cut, it was ripped." The malformed staples were successfully removed from the patient, and no fragments fell. There was no unexpected bleeding due to the incident. He confirmed that this occurred on the first staple line, while separating the stomach from the gastric pouch, and that he utilized sutures to fix the lateral edge of the pouch before firing another line of staples medially to the failed staple line. Per the surgeon, the patient "is doing fine," and she did not experience any complications, either during the surgery or after. The surgeon does not expect her to have future complications due to the smaller-than-intended size of the gastric pouch. The surgeon did not know if the stapler instrument was inspected prior to the procedure, but no issues were reported by the staff. The procedure was routine; the tissue was all normal, with no calcifications, bunching, tension, or exposure to radiation or chemotherapy. Per the surgeon, it is relatively common in gastrointestinal surgeries to "sometimes cross over the staple line." He did not remember if the stapler fired over part of the preceding staple line at the time of the event.

Manufacturer narrative:
In relation to the reported event, the customer returned a blue sureform 60 stapler reload and a sureform 60 stapler instrument associated with this complaint for failure analysis (fa). The blue sureform 60 stapler reload was returned and evaluated. Fa investigation confirmed the customer reported complaint that the blade did not cut the target tissue during the firing sequence. Fa found that the knife was exposed within the knife track toward the distal end of the reload. Commonly, this failure mode is caused by misuse, for example, firing across an obstruction, such as a staple line. The stapler reload was returned used and fired. Fa observed cartridge damage in multiple locations, including damage at the proximal end and damage near the location of the exposed component. The stapler reload was disassembled in-house, and the knife slot and the blade also appeared to be damaged. There was no missing material noted. The root cause of the observed damage was attributed to mishandling/misuse. Finally, the reload was found to have pusher damage near the location of the exposed component. The root cause of this failure was attributed to component failure. The sureform 60 stapler instrument was also returned and evaluated. Fa investigation did not replicate nor confirm the customer reported complaint regarding a failure to cut the target tissue during the firing sequence, nor could they verify that the external event was related to the reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped on two attempts, without any issues. Additionally, the instrument moved intuitively, with a full range of motion in all directions. The grips opened and closed properly. No errors or firing failures were found during in-house testing nor during the stapler log review. No damage was found. However, the instrument was found to have roll friction on the main tube, where friction is observed when manually rotating the main tube of the stapler, as compared to an in-house stapler. The binding between the main bushing and the roll gear was found to be improper. The root cause of this failure was attributed to manufacturing, and it was not reported by the site.

Event description:
Refer to h10/h11 for follow-up information.